Manufacturer narrative:
Reference: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Functional and visual testing of the returned sample confirmed the product did meet quality release specifications that were tested regarding the reported conditions due to the ability to test the reload to media. A review of the reload device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Lar the surgeon set the device to rectum and fired the device; however, the device stopped firing after the clamp cover slightly advanced. Replaced by new sulu, the device worked fine. Last patient's status: good. Operating time extended: less than 30 min. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.